Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 3 of 4: reference MFR report #: 1627487-2016-01879, 1627487-2016-01880 and 1627487-2016-01882. It was reported the patient coded during the trial implant procedure. The patient was unresponsive and stopped breathing. In turn, the patient was flipped on the table and chest compressions were performed. The patient then was resuscitated. After the patient's condition was stabilized, the trial procedure was completed.